Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate. A technical services (ts) consultant recommended device replacement or repeat data analysis in the near future. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.